Event description:
It was reported that the programmer displayed an error code. Technical services provided assistance in resolving the issue by directing the client to run the service disk to possibly clear error. The programmer status is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.